Event description:
The customer called technical support (ts) reporting that the device failed on the patient while in high-flow nasal mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient nor was a delay noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Found unit starts up on backup battery only, will not run with ac power. The pse found the green led for ac power was not illuminated, and the yellow led for battery charging was not illuminated. Tested ac power cord for electrical continuity, and ac power cord failed the continuity test. The pse swapped out the ac power cord to resolve the reported issue. The device passed the required performance verification tests. Based on information provided and/or service performed it was confirmed the unit did not meet product specifications.